Manufacturer narrative:
(Ethnicity): unknown/ not provided. Asked but not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not removed. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was loaded backwards in the cartridge of a preloaded product and the haptic was damaged upon injecting out of cartridge. This was noticed during iol implantation the procedure was aborted. The doctor opened a new iol. There was no damage to patient or any problems reported upon post op, all was fine, doing very well post op. Suspect product was discarded. No other information was provided.